Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the device was not reported because the customer discarded it. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml lioresal at 1214 mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient noticed a loss of therapy a couple of months back. The patient did not experience withdrawal because they were on oral baclofen. The catheter was replaced and during the surgery it was noted that the catheter had migrated and was frayed at the pump connector site. The catheter was replaced and the issue was resolved at the time of the report. It was reported that the patient's status was "alive-no injury." No further complications were reported.